Manufacturer narrative:
Pump was received with button error alarm due to flattened escape button (creased)dome switch. Unable to perform sensor test due to button escape and up not responding. Pump was received with scratched lcd window and cracked case display window corner. Pump was received with cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 276 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.